Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the bifurcation is confirmed, and the cause is determined to be use-related. The complaint is confirmed for the used sample and unconfirmed for the returned lot sample. The complaint could not be confirmed for the second device spoken of in the event description as the device was not returned. The devices returned were one used hickman 9 fr dual lumen catheter (sample 1) and one unopened package of a hickman 9 f d/l catheter (sample 2). Visual observation of sample 1 found some biological residue just proximal to the cuff and on the cuff. There was a split just distal to the bifurcation running longitudinally, about 0.5 cm in length, and found microscopically to be ¿w¿-shaped. The small lumen manifested residue at the distal tip. Sample 2 appeared to be in good condition, with no indication of damage to the seals of the trays. Functional testing found the large lumen of sample 1 to be patent to infusion, but when the catheter was pinched distal to the hole during infusion, the tubing began to bulge locally at the site of the hole. When the small lumen was infused, the catheter leaked from the hole. The tubing was sectioned just distal to the hole and it was found the distal portion was obstructed. However, by further isolating the obstruction and manipulating the tubing, the obstruction was overcome and the obstructed section of the tubing became patent. Sample 2 was flushed successfully through both lumens. When the catheter was pinched at the distal end during infusion of both lumens, in each case generalized bulging of the tubing was noted. The wall thickness between the small hole and outer surface, perpendicular to the lumen wall, was measured in sample 1 and found to be within specification. The shape of the catheter is consistent with a burst, as is the propensity to aneurysm localized to the area of the hole. The obstruction of the small lumen, in which the split occurred, suggests the possibility that flushing against obstruction occurred such that the catheter overpressurized and burst. However, the overpressurization may also have been due to using too small a syringe; a smaller syringe creates more pressure for the same amount of force applied. Only syringes 10 ml and larger should be used. Obstruction may originate with inadequate flushing practices, kinking, such as that due to excessively acute angle of insertion, and pinch-off, due to insertion of the device into the subclavian vein medial of the thoracic outlet. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The IFU states the following: ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ ¿do not use the catheter if there is any evidence of mechanical damage or leaking. Damage to the catheter may lead to rupture, fragmentation and possible embolism and surgical removal.¿ ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s). If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter.¿ ¿coil the catheter, check to see that it is not kinked or pinched, and secure it to the chest or dressing with tape. This will prevent pulling of the catheter at the exit site and decrease irritation.¿ ¿pinch-off prevention: catheters placed percutaneously or through a cut-down, into the subclavian vein, should be inserted at the junction of the outer and middle thirds of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and the clavicle, which can cause damage and even severance of the catheter. A radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle. 1,2.¿

Event description:
It was reported that the hickman catheter was placed on (B)(6) 2017. It was stated the same day the doctor (placer) found the newly inserted catheter had a leakage problem near the y-junction of the extension. The hickman catheter was removed. Doctor then decided to place a port instead. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huyb0053 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (huyb0053) have been reported from the same (B)(6) facility.

Event description:
It was reported that the hickman catheter was placed on (B)(4)2017. It was stated the same day the doctor (placer) found the newly inserted catheter had a leakage problem near the y-junction of the extension. The hickman catheter was removed. Doctor then decided to place a port instead. No patient injury was reported.